Manufacturer narrative:
The subject tjf-260v has not been returned to olympus medical systems corp. (Omsc) yet. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user stated that the forceps elevator wire of the subject device was damaged and returned it for repair to olympus service center. The olympus service engineer checked the subject device and found also there was damage of the adhesive on the distal end. There was no reported when these issues occurred. There was no patient injury report related to the event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-01912. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, and could duplicate the user¿s report. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. According to the broken surface of the elevator wire of reported issue and the repair history of the subject device, there was the possibility that this phenomenon was attributed to metal fatigue and excessive force. There was the possibility that the cause of the gaps and cracks in the tip end adhesive part of the subject device was the impact of hitting the distal end of the insertion tube of the subject device. The instruction manual of the subject device states the corresponding method in case of an abnormality.